Event description:
It was reported during in clinic follow up, that the right ventricular lead exhibited low pacing impedance, high capture threshold, and an oversensing due to noise. The lead will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information received notes that the lead was capped on 26 jan 2023 and successfully replaced. The patient was stable.